Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, there was thrombosis. The facility reported that in five different pts from possibly three different hospitals, there was a thrombosis. All pts were reported to have discontinued from plavix whether voluntarily or as instructed to prepare for other procedures. Additional info has been requested but as of this date there has been no response.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.